Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
Manufacturing site eval: samples received: 1 opened pouch, needle not returned. There are previous complaints of this code/batch. Reviewed the batch manufacturing record, this product had a normal process and results during the process were normal. Product of this lot number retained at OEM was tested for needle attachment, results: 1,28 kgf in average and 0.87 kgf minimum (OEM requirements: 0,68 kgf in average and 0,34 kgf minimum). Remarks: the complaint is justified for isolated detached needle, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.